Event description:
National complaint coordinator (ncc) reports one incident of a blood leak with the psn 120 dialyzer. Incident was noted during the middle of treatment and was noted by the blood leak alarm. Blood leak was verified with visual blood in the dialysate. Blood from the blood lines and dialyzer was returned to the pt with no reported blood loss. No pt injury or medical intervention was reported pr ncc.